Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the returned device shows regular use during its lifespan. The device was received intact with numerous dents and marks consistent with use. The distal tip is slightly worn, but still functional. No product issues or discrepancies were found during the investigation, and the complaint condition was unable to be replicated due to not receiving the associated helical blade. A visual inspection, functional test, complaint history review, drawing review, and assessment review were performed as part of this investigation. No product design issues or discrepancies were observed and deviation will not affected the clinical results of the implant". No other issues were found related to manufacturing. All records indicate that product release was acceptable. This feature would not affect complaint condition. There were no issues found with the returned device, therefore a corrective action is not warranted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inserter shaft was sticking to a helical blade causing impingement on the handle during a femur fracture repair procedure. As a result, the helical blade pulled out as the surgeon was removing the insertion handle. There were no reports of surgical delay or patient harm. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device history record was reviewed. A non-conformance report was found. It was related to a non-conformity result for a feature. During 100% inspection 33 parts passed and 12 parts failed. The investigation concluded that the final disposition was use as is for 12 parts with the rationale that the deviation will not affect the clinical results of the implant. No other issues were found related to manufacturing. All records indicate that product release was acceptable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.